Manufacturer narrative:
Actual date of event is unknown. The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus), the device worked for a few months and then stopped working as the pump would not cycle, it remained dimpled suggesting there was a failure or leak somewhere in the device. The patient experienced urinary incontinence due to this reason and underwent replacement surgery. During the explant, the pressure regulatory balloon prb was found completely ruptured. It caused the device to completely fail and there was no saline left. A new aus device was implanted. The patient is expected to be fully recovered.